Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the camera control unit had a camera head communication error: e224 and an olympus tv error: e116. It is unknown how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was determined that camera head communication error code (e224) occurred due to faulty mother board and the device might have been broken because the circuit board was affected due to stress such as heat or humidity. Based on the results of the investigation, a definitive root cause for the e116 could not be determined. Olympus will continue to monitor field performance for this device.